Event description:
At the time of the final release, the head proximal to the operator did not open, even forcing they failed and solved by putting a second one. The stent in question is not available for return as it is implanted, but as the procedure was not successful, they had to put in another one.

Manufacturer narrative:
It was reported that the proximal head of the stent did not open. As a result of analysis of returned device, the outer sheath was not detached, and the stent was fully deployed and only the delivery system was returned. There was no curve or kinking in the stent loaded part of the outer sheath. In the inner sheath, kinking and stretching was observed, but it is not clear if the kinking occurred during transit or procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the stent was deployed and only the delivery system was returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "at the time of the final release, the head proximal to the operator did not open", it is assumed that the stent expanded somewhat slowly during the procedure due to the condition at the patient's lesion and other factors complexly, so the doctor judged stent expansion failure. Through the user manual by taewoong, it is stated that it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary" this suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Manufacturer narrative:
It was reported that the proximal head of the stent did not open. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
At the time of the final release, the head proximal to the operator did not open, even forcing they failed and solved by putting a second one. The stent in question is not available for return as it is implanted, but as the procedure was not successful, they had to put in another one.